Event description:
It was reported to boston scientific corporation that an autotome rx cannulating sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in early 2009. According to the complainant, during the procedure, the sphincterotome wire broke inside the pt. The procedure was completed using another autotome rx cannulating sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Concomitant medical products: architect analyzer,. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). This is the final report.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, other lot #: other lot # was corrected from the previous submission as lot 69683p100 and was changed to ni. Suspect medical device, lot #: additional reaction vessel lot 69683p100, device MFR. Date: 10/7/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Bed was found to be leaking some type of fluid, floor had several very slippery areas. Enviromental services assessed floor and room, bed was removed, and replacement sent, biomed paged. Floor was stripped and cleaned while pt was at a procedure.

Event description:
The customer observed a 10% occurrence of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer in one day. The customer requested assistance, as this issue was previously resolved by a field service visit, therefore, a service call was initiated. The field service engineer performed routine service to the analyzer determined the issue may be related to the reaction vessels (rv's). The customer changed the lot of rv's and the issue was resolved. There was no impact to patient management.